Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 08/03/2020. H3 evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2020-05219 and 2210968-2020-05220. Analysis results have been included in follow-up reports for each. One open box with unopened samples of product was received for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands and no defects were observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no suture needle pull off was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device me2923, and no non-conformances were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. It was reported that the suture was detached from needle several sachets during operation.